Event description:
It was reported that an unspecified elastomeric pump had an unspecified particle suspended in the product. The device contained fluorouracil 3500mg in 115ml of sodium chloride 0.9%. This was discovered prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
D4: unique identifier (UDI) #: the product code (01) and lot number (10) are unknown; therefore, the UDI is not available. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: b5, d1, d4, h4, h6 (update codes), h11: b5: the device is a small volume folfusor. H4: the lot was manufactured between november 25-26, 2024. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.